Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure was likely due to a faulty eeprom chip. A final root cause was unable to be identified. The following is included in the instructions for use: "a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The tip of the device is in good repair and opens and closes as expected. The cutting blade activated and was able to easily cut through layers of paper. The locking mechanism was intact and activated and de-activated without issue. The rotation knob of the device rotated smoothly without any irregular resistance. There were no physical defects along the shaft and handle of the device. The device was plugged into a generator for functionality testing, but the device was unable to be recognized as a power seal device and an e619 error popped up when the coag button on the plugged in device was pressed. This suggests a partial connection in present. The issue relating to the device not providing a full seal could not be performed, since the device was unable to be tested for functionality. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked to the following patient identifiers and submitted medwatches: (B)(6) ¿ 134963. (B)(6) ¿ 134967. (B)(6) ¿ 134989.

Event description:
The customer reported to olympus that an issue had occurred while using the powerseal 5mm, 37cm, curved jaw sealer & divider, double-action. Specifically, when holding the tissue and pressing the sealing button, there should be sound indicating that the sealing is completed; however, there was no sound and an error message occurred on the generator. After holding the tissue and activating it again, the sealing failed, and the error message reappeared. The issue occurred during the therapeutic procedure (low anterior resection), and the procedure was completed with a similar device. There was no patient harm associated with the event.